Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that, during a cryoablation procedure, the 3-way-connector disconnected from the tubing at the flushing port of the sheath. The user manually reconnected tubing and 3-way-connector and the cryoablation procedure was completed. The patient had an air embolism with st elevation which resolved during the procedure. There was no patient injury post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.